Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the patient had an adverse violent reaction to the medication and experienced underlying back pain which became severe right as the physician was trying to suture up the pocket. The physician was concerned that the pain might be caused by a perforation so he made the decision to reposition leads. At this point and time the patient's struggling and panic became severe and the physician was unable to reposition leads and the device and leads were removed. The decision was made to abandon the implant and bring the patient back and have the system implanted on the other side under anesthesia. That implant took place a few days later without event. It was noted that there were no adverse events from the first implant and there were no product issues that prevented implant. No patient complications have been reported as a result of this event.